Manufacturer narrative:
The customer has not agreed to return the device for investigation. The device was not returned for evaluation. The reported issue could not be verified, and the root cause could not be determined. H3 other text : device not returned.

Event description:
The customer contacted stryker to report that  their device would not work properly when powered by dc only. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that  their device would not work properly when powered by dc only. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.